Event description:
On (B)(6) 2012, the patient contacted animas alleging that during the night on (B)(6) 2012, she experienced a blood glucose (bg) of 34 mg/dl and was "symptomatic". The patient did not provide details on what symptoms she experienced, and noted that she treated the low bg with juice and carbohydrates. The patient's bg reportedly resolved to 120 mg/dl within an hour. The patient stated that she had received a loss of prime warning the evening of (B)(6) 2012, and that she was not attached during priming, but stated that she did repeat the fill cannula step with 0.5 units. The patient stated that amount of insulin normally would not cause a low bg for her. Customer support reviewed the pump with the patient and found that time and date settings were correct and all histories and settings were correct. There is no indication of a pump malfunction. The pump is not being returned at this time. The patient continued insulin pump therapy and there has been no further reported incident. This complaint is being reported because the patient allegedly experienced a blood glucose indicative of severe hypoglycemia while using insulin pump therapy with the possibility of use error as a contributor to the low bg.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.